Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An insulation abrasion at 2.3 cm to 2.5 cm from the distal rip. Abrasions were consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.